Event description:
It was reported that during treatment in an av graft, only one-third of the stent graft would deploy. The entire device was removed without incident and another stent graft was used to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed, the investigation is currently underway.